Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about infusion set fell off during use. Patient blood glucose at the time of issue was 162mg/dl. Patient took correction injection via multi daily injection to address high bg. Infusion sets were in use for 3 days. Patient replaced infusion sets and resumed insulin successfully. No further information available.